Event description:
Pt reports that they received the wrong supply and they are allergic to the central line dressing kit, chg and chloraprep. Pt confirmed they are ok with the dressing changing tray cvp however, they had a reaction to the antimicrobial 1 inch 4mm disc that was dispensed with the cvp kit. Pt reports they had a severe reaction to it and had a really bad rash that required them to be hospitalized from (B)(6) 2026. Onset/ resolution dates/ status of reaction is unknown. Pt confirmed they used silverlon disc in the hospital. Rph advised the pt that the only other option this pharmacy carries is the silverlon dressing 1.55mm; advised pt to try it and if it doesn't work to let the pharmacy know. No further info, details, or dates available. Pt began winrevair maintenance dosing (B)(6) 2024. IV remodulin pt via cadd solis pump.